Event description:
Per the clinic, the patient experienced pain and heard loud clicking sounds coming from the head, 10 days post initial implantation. Subsequently, the patient was hospitalized and underwent a wound site exploration surgery under general anaesthesia on (B)(6) 2026. During the surgery, the implant magnet was found to be displaced from the internal fixture. The implant magnet was subsequently explanted and a new sterile magnet was placed on the internal fixture.